Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the inspiratory flow module (ifm) printed circuit board (pcb) and flash drive. The ventilator passed all testing and was placed back in clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator alarmed ¿vent inop¿ and generated background error codes. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Additional codes added to evaluation codes method and result. Device evaluation summary: the inspiratory flow module (ifm) printed circuit board (pcb) was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The pcb was attached to the failure investigation test ventilator for analysis. The unit was powered up normally and no errors were recorded in the diagnostic logs. During the extended self test (est) the unit failed the leak test. The fault was isolated to component ps4 on the pcb. If information is provided in the future, a supplemental report will be issued.